Event description:
A malfunction was reported with a customer's pump, possibly due to moisture exposure during a workout. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.